Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: femoral stem loosening.

Manufacturer narrative:
The complaint states right hip revision performed on (B)(6) 2016 at (B)(6). Reason for revision: femoral stem loosening. Corail stem product code unknown. Patient had first revision on (B)(6) 2011, asr cup and head revised, femoral stem remained insitu. Primary procedure details may be available. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.